Event description:
It was reported that the pump was removed because ¿it wasn¿t working¿ and was no longer being used for pain control. It was also stated that they were unable to remove the catheter in the lumbar area. At the time of report, the patient was going to have a lumbar MRI. The drug that was used in the pump was unknown.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. (B)(4).